Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing chronic irritation at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and linear leads were not returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts.